Event description:
"During case, surgeon attempted to re-position tracer which was placed in intercostal space during a thoracic procedure. This was a robotic case but the robot had not been docked when incident occurred. Patient had high bmi and abdominal wall was forcing tracer out of body, surgeon attempted to re-position by inserting and using downward twisting force, also lateral force as well. First tracer broke approximately 1/3 of the way up the cannula, and then a second trocar was used in same place with identical result. One snapped fully in two, the other was still connected by a small piece of plastic. Obtruators were not used while re-positioning." Patient status: ok.

Manufacturer narrative:
Investigation summary: we have tried to obtain the incident device for evaluation with no success. In the absence of the subject devices, it is difficult to determine the root cause of the incidents. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. This document represents our final report.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.